Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection of returned device found that the impactor pad is fractured and not all pieces were returned. The device shows wear consistent with usage. Further analysis of the fractured surface found that common failure mode for the various impactor designs and materials presented in this summary is overload failure, possibly over the course of a few impaction cycles, as evident by the presence of hackle marks, river lines and striations features on the fracture surface. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. This complaint is confirmed per device evaluation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the instrument cracked during impaction. There was no consequences or impact to the patient.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.